Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a hole in the skin at the implant pocket of the implantable cardioverter defibrillator. The physician indicated that there was a superficial infection and elected to explant the entire implantable cardioverter defibrillator system. On (B)(6) 2020, the system was removed successfully. The patient was reported to be in stable condition and was scheduled to be discharged with a lifevest. Related manufacturer reference number: 2017865-2020-12573, 2017865-2020-12574, 2017865-2020-12575.